Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278312, expiration date 11/30/2015). (B)(4).

Event description:
Customer received a result of 5.5 mmol/l on the mobile system, and a result of 3.4 mmol/l on the aviva nano system within 10 minutes. The customer reported feeling ill and sweaty with the reported results. She self-treated with lucozade and low blood glucose symptoms improved within 10 minutes. No adverse event related to the device was reported. Requested return of suspect device.